Event description:
Customer reportedly obtained results of 148mg/dl and 412mg/dl within 1 minutes on the same device. The results were performed on 2 different vials of the same lot number. Device memory shows the 1st result as 188mg/dl. Customer reports the strips that produced the results of 412mg/dl tested out of range with controls 10 days prior to the incident, but he continued using them. No quality controls were used while troubleshooting with manufacturer. Strips that produced the 412mg/dl are unavailable for return per customer.